Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), alopecia ("hair loss"), migraine ("migraines"), fatigue ("fatigue") and tooth disorder ("dental issues"). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, alopecia, migraine, fatigue and tooth disorder outcome was unknown. The reporter considered alopecia, fatigue, genital haemorrhage, migraine, pelvic pain and tooth disorder to be related to essure. The reporter commented: she need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure (batch no. A45116) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included depression and anxiety. Concurrent conditions included overweight and post-traumatic stress disorder. Concomitant products included cilest (ortho tricyclen), diclofenac and gabapentin. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced alopecia ("hair loss"), fatigue ("fatigue"), tooth disorder ("dental issues/dental problem"), urinary tract infection ("recurring uti"), incontinence ("bladder or urinary problems or changes: incontinence"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), migraine ("migraines"), headache ("headaches") and nausea ("nausea`"). The patient was treated with surgery (to remove the essure/hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, alopecia, fatigue, vaginal discharge and abdominal pain was resolving and the genital haemorrhage, migraine, tooth disorder, urinary tract infection, headache, incontinence, nausea, dysmenorrhoea, dyspareunia and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, incontinence, migraine, nausea, pelvic pain, tooth disorder, urinary tract infection, vaginal discharge and weight increased to be related to essure. The reporter commented: she needs for additional surgery. Current weight 270 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 7-sep-2018: pfs received: lot number added. Events added infection (bladder/ urinary tract/vaginal) type: recurring uti, migraines / headaches, bladder or urinary problems or changes, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, weight gain, were added. Lab data, concomitant drugs, concomitant disease, historical condition were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure (batch no. A45116) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included depression and anxiety. Concurrent conditions included overweight and post-traumatic stress disorder. Concomitant products included cilest (ortho tricyclen), diclofenac and gabapentin. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced alopecia ("hair loss"), fatigue ("fatigue"), tooth disorder ("dental issues/dental problem"), urinary tract infection ("recurring uti"), urinary incontinence ("bladder or urinary problems or changes :incontinence"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), migraine ("migraines"), headache ("headaches") and nausea ("naisea`"). The patient was treated with surgery (to remove the essure/hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, alopecia, fatigue, vaginal discharge and abdominal pain was resolving and the genital haemorrhage, migraine, tooth disorder, urinary tract infection, headache, urinary incontinence, nausea, dysmenorrhoea, dyspareunia and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, migraine, nausea, pelvic pain, tooth disorder, urinary incontinence, urinary tract infection, vaginal discharge and weight increased to be related to essure. The reporter commented: she need for additional surgery current weight 270 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-sep-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('heavy bleeding') in an adult female patient who had essure (batch no. A45116) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression and anxiety. Concurrent conditions included overweight and post-traumatic stress disorder. Concomitant products included cilest (ortho tricyclen), diclofenac and gabapentin. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced alopecia ("hair loss"), fatigue ("fatigue"), tooth disorder ("dental issues/dental problem"), urinary tract infection ("recurring uti"), urinary incontinence ("bladder or urinary problems or changes :incontinence"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), migraine ("migraines"), headache ("headaches"), nausea ("naisea`") and feeling abnormal ("brains still foggy from the anasthesia"). The patient was treated with surgery (to remove the essure/hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, alopecia, fatigue, vaginal discharge and abdominal pain was resolving and the genital haemorrhage, migraine, tooth disorder, urinary tract infection, headache, urinary incontinence, nausea, dysmenorrhoea, dyspareunia, weight increased and feeling abnormal outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, headache, migraine, nausea, pelvic pain, tooth disorder, urinary incontinence, urinary tract infection, vaginal discharge and weight increased to be related to essure. The reporter commented: she need for additional surgery current weight 270 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one were reported from social media report : brains still foggy from the anasthesia. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 18-oct-2019: social media received: new events added: brains still foggy from the anesthesia. Reporter information were updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.